Event description:
It was reported that patient underwent total hip arthroplasty in (B) (6) 2007. Subsequently, patient began to experience pain and a revision procedure was performed on (B) (6) 2010. The acetabular cup, femoral component and modular head component were all removed and replaced. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date implanted - (B) (6) 2007, exact day unknown.